Event description:
Pt with history of cad and ventricular fibrillation encountered intermittent loss of ICD lead integrity. Potential insulation break or fracture or loose screw. Defibrillator testing found rv tripolar lead fractured at costal margin. Removal and new lead inserted.